Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that after the use of an affinity nt oxygenator, it was noticed that during the oxygenator examination at the end of the procedure, there was a significant crack in the gas inlet port where the gas source was escaping. Concluding, high gas flow rates were required to overcome the crack and to enter the oxygenator. The original intended procedure was a coronary artery bypass grafting performed 3 times that involved the left internal mammary artery (lima) to left anterior descending (lad) graft and saphenous vein graft (svg) to obtuse marginal (om) artery. The customer also performed right lower extremity endoscopic vein harvesting through a transesophageal echocardiogram (tee). There was no patient impact associated with this event. The nt oxygenator lot number is either 229504200 or 229515181.

Manufacturer narrative:
Medtronic received additional information that there was no damage to the package or the pump prior to the setup. The team believes that the oxygenator was damaged after set up and struck by something in the room. The perfusion team does not believe this to be product issue. No other devices in the same box/shipping container were damaged. Correction d4: expiration date updated. Correction h4: device mfg date updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.